Event description:
The walker reportedly collapsed as the user was attempting to get out of bed. The user fell and sustained a hairline fracture to his shoulder. Additional information regarding the injury and treatment were requested but were not provided. The user is reportedly "ok" without any other adverse effects. It is not known if the walker was fully locked open when the event occurred.

Manufacturer narrative:
The reporter suspects that the walker was not fully open when the event occurred. They state that they did pick up the walker from the user when they replaced it. It was bent as if someone had fallen on it; however, they report that the walker locked securely into place and they could not get it to fail/collapse. The walker had non-medline 5 inch fixed wheels attached. One of the wheels had an old appearing gouge in it. Unfortunately the walker is no longer available and cannot be returned to medline for evaluation. This appears to be a user error.